Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was originally reported that a guide shaft malfunctioned during a dynamic hip screw (dhs) procedure on (B)(6) 2016. No additional information was available at that time pertaining to the type of malfunction. On (B)(6) 2016, however, it was further reported that the involved shaft would not connect to the lag screw due to bent prongs on the shaft. The involved procedure was completed successfully without delay. The patient's post-operative status was said to be "stable." The updated information was re-assessed and the event was now found to represent a reportable incident. This report is 1 of 1 for (B)(4).